Event description:
Stenting with distal protection in the svg to the rca. During the removal of the spider fx, the filter got caught on a stent strut. After several attempts to remove the filter, and , several attempts to advance the filter, with no success, the decision was made to consult a surgeon. After evaluation and discussion, the decision was made to remove the device surgically.